Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cabinet failed to power on when drawer 6 ribbon cable was connected; disconnecting the cable allowed the nursing unit to function. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to power on with drawer 6 connected ribbon cable. A field service engineer (fse) found drawer 6.1 and 6.2 not detected on bus then shutdown the station and found issue with the drawer 6.2 then replaced the module board and drawer controller board then power on station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.